Manufacturer narrative:
The healthcare professional reported that during the coil embolization of the internal carotid artery (ica) terminus aneurysm on a (B)(6) male patient with an acute rupture of aneurysm and subarachnoid hemorrhage (sah), the trufill syringe (635002/96331290) indicator was showing that it had successfully detached and the marker was taken up to the green zone then falling back to the blue zone but the orbit galaxy xtrasoft coil (640cx0306/17645073) was not detaching inside the aneurysm. The coil was removed; it was successfully retrieved into the microcatheter but it became detached inside the distal shaft of the microcatheter. As a result, the microcatheter was removed and a new microcatheter was introduced to complete the procedure as intended. The coil was not stretched when it was removed; it was no longer attached to the delivery system when it was removed. The reported event did not result in the interruption of blood flow and there was no reported patient injury or adverse event. The reported event resulted in an approximate 20 minutes delay in the procedure. The trufill syringe pressurized as intended, it did not exceed the green zone/position 3 and had successfully deploy one orbit galaxy coil 6x20 prior to the reported issue with the orbit galaxy xtrasoft coil. Before the attempt to detach the coil, verification under fluoro was made to ensure that there was no stress against the microcatheter or the delivery tube. The coil delivery system was also prepped without any difficulty. The non-sterile orbit galaxy complex xtrasoft coil 3x6 was received in tangled condition inside of a plastic bag. The hypotube was inspected and no damages were observed. The introducer was found partially zipped. The support coil and the gripper were received outside of the introducer. The embolic coil was not returned. The gripper was inspected under the microscope, no damages or obstructions were observed. The embolic coil markers can be observed on the gripper. The functional test could not be performed without the embolic coil. The embolic coil was not returned for analysis. The reported issue of the orbit galaxy complex xtrasoft coil 3x6 related to its failure to detach could not be confirmed without the coil return for analysis. The root cause of the event could not be determined; however, procedural/handling factors may have contributed to the event. A review of the manufacturing documentation associated with lot 17645073 presented no issues during the manufacturing or inspection process that can be related to the reported complaint. There is no current safety signal identified related to the reported event based on review of complaint history for the device. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
The patient's weight is not known. A review of the manufacturing documentation associated with lot 17645073 presented no issues during the manufacturing or inspection process that can be related to the reported complaint. (B)(6). The device has not been returned. If the device returns, a device investigation will be performed. Additional information will be submitted within 30 days of receipt. (B)(4).

Event description:
The healthcare professional reported that during the coil embolization of the internal carotid artery (ica) terminus aneurysm on a (B)(6) male patient with an acute rupture of aneurysm and subarachnoid hemorrhage (sah), the trufill syringe (635002 / 96331290) indicator was showing that it had successfully detached and the marker was taken up to the green zone then falling back to the blue zone but the orbit galaxy xtrasoft coil (640cx0306 / 17645073) was not detaching inside the aneurysm. The coil was removed; it was successfully retrieved into the microcatheter but it became detached inside the distal shaft of the microcatheter. As a result, the microcatheter was removed and a new microcatheter was introduced to complete the procedure as intended. The coil was not stretched when it was removed; it was no longer attached to the delivery system when it was removed. The reported event did not result in the interruption of blood flow and there was no reported patient injury or adverse event. The reported event resulted in an approximate 20 minutes delay in the procedure. The trufill syringe pressurized as intended, it did not exceed the green zone / position 3 and had successfully deploy one orbit galaxy coil 6x20 prior to the reported issue with the orbit galaxy xtrasoft coil. Before the attempt to detach the coil, verification under fluoro was made to ensure that there was no stress against the microcatheter or the delivery tube. The coil delivery system was also prepped without any difficulty.